Event description:
It was reported that pump experienced malfunction after being exposed to extreme temperature in direct sunlight while at a pool. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code returned, which customer acknowledged and understood.